Event description:
Physician opened vit pak and started the case. When trying to use the light, it was broken on the tip. Immediately removed from field. The eye was thoroughly examined and the tip was not found.